Manufacturer narrative:
(B)(4). Date sent: 7/28/2021. H6: gastrointestinal system (e10). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was provided for review by ethicon medical safety officer. Following are their observations: I reviewed the additional information received regarding this complaint. Preoperative tests before linx placement confirmed gerd with increased esophageal acid exposure on ambulatory esophageal ph monitoring and esophageal erosions together with a small hiatal hernia on endoscopy. A ph study done post linx placement on the (B)(6) 2021 showed gastroesophageal reflux with demeester score of 40.7 indicating failure of the linx device in preventing gerd. Additional information was requested, and the following was obtained: patient: (B)(4). Age: 73. Gender: female. Dob: (B)(6) 1947. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, egd/bravo (B)(6) 2014- have attached the results. No manometry was completed, however, patient did complete ugi- attached. On what date did the implant take place? (B)(6) 2015. What is the lot number of the linx device? 7598. When using the linx sizing device what technique was used to determine the size? Yes. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? N/a. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal hernia repair. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, spasms, and gerd¿s?. Severe gas pains with bloating intermittently. Besides the reported dysphagia, spasms and gerd¿s, what was the reason for removal of the linx device? ¿of note, she also has expressed frustration with the linx device d/t MRI capability of only 0.7t (she has a first generation), and wishes to have it removed for this reason. ¿ was the device found in the correct position/geometry at the time of removal? Yes. Was ph testing performed prior to explant to confirm recurrent reflux? Yes, I have attached the results. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? Positive bravo ph on (B)(6) 2021. Additional information received: please note that torax lot number 7598 is associated with product code ls15. The manuf. Date is 11feb2015 and expir. Date is 11feb2019. Additional information was requested, and the following was obtained: when the product complaint was called in the product code reported lxmc15. However, the lot number 7598 is related to a ls15. Please confirm, what is the product code for this complaint? The model number is ls15 the lot number is 7598.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, spasms, and gerd¿s? Besides the reported dysphagia, spasms and gerd¿s, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that a linx device was explanted on (B)(6) 2021 due to dysphagia, gerd, and esophageal spasms.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. H6: no device problem found (c19). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 7598 was reviewed. No ncs, defects, or reworks related to the product complaint were found.